Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Please note that patient code c50499 and device code c91397 no longer apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the programmer was replaced and the issue was considered resolved after replacement as no further issue was reported. Clarification received regarding the meaning of the ¿stimulation pattern channel changed¿ statement indicated that it meant ¿the patient usually changed the stimulation pattern according to the symptoms, so the patient was confused with the issue.¿ it was noted the patient experienced ¿no health damage¿ from the event and it was not reported what symptoms the patient may have experienced. There remained no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that the patient programmer screen was dark even though a button was pressed.. At first it was considered that the programmer battery ran out; however, the issue persisted even after replacing the battery. Additionally, it was reported the patient¿s ¿stimulation pattern channel changed according to the symptoms.¿ it was noted that time-related deterioration of the programmer had occurred because the product was used everyday. The issue remained unresolved at the time of report; the programmer was to be replaced in the future as a result of the event. There were no surgical interventions planned or performed and the failed back surgery syndrome (fbss) patient was alive with no injury at the time of report. No further complications were reported or anticipated.